Event description:
It was reported that the customer received no delivery alarms on the insulin pump during bolus or basal delivery attempts for high blood glucose. The customer's blood glucose was 25.7 mmol/l. The customer delivered a manual correction bolus. It was stated that the infusion sets were changed three times, due to pain at the site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).